Manufacturer narrative:
This is the second revision surgery underwent by this patient. The patient had a primary in (B)(6) 2011, then he patient came in complaining of pain: he hyper-extended his knee and had anterior knee pain. On (B)(6) 2016 the surgeon swapped the poly (first revision surgery). Additional information received on 10 november 2016 and includes: the torque driver was used to tighten the screw. Additional information received on 14 november 2016 and includes: the surgery was completed successfully. The primary surgery was performed on (B)(6) 2011. Batch review performed on 05 december 2016. Lot 155562: (B)(4) items manufactured and released on 02 february 2016. Expiration date: 2021-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in complaining of instability. The screw backed out causing the poly to loosen from the tibial tray. A revision surgery has been scheduled. The surgeon plans to revise the poly.

Manufacturer narrative:
On 09 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: the cause for this last revision of tkr is loosening of the screw that keeps the two components of the system together. The reasons why the screw spontaneously unscrewed are not known. A torque-limiting screwdriver must have been used, although there is no mention of this in the report, nor there is mention of any intraoperative problem. This is an unusual situation and no conclusion can be drawn with the available information. Components will not be available for investigation because fortunately they are still implanted and hopefully well functioning.

Manufacturer narrative:
On 16 february 2017 the r&d project manager performed a visual inspection of the retrieved insert and commented as follows: it was noted that the posterior "clipping" features of the insert have been plastically deformed and damaged both in the medial and the lateral side. Both these features presented a sort of incision with the negative shape of the corresponding clipping "tooth" of the baseplate. We can suppose that probably, in the attempt to fix the insert into the baseplate, the insert was not posteriorly well positioned. In this attempt the insert has been damaged without possibility to be correctly clipped and seated. Even if this malpositioning has not compromised the possibility to screw the sc pivot into the tibial baseplate, it has been implanted not in accordance to the intended condition of use. This led to early failure of the insert. We can state that the event is not implant related.